Manufacturer narrative:
The complaint device was returned to shockwave medical for investigation. The main catheter body, proximal end of the balloon, emitters and the marker bands were confirmed to be returned. The guidewire was found stuck to the catheter. One marker band and a section of the inner member was found to be retained on the guidewire. The distal portion of the balloon was not returned. Based on information provided, the distal portion of the balloon was reportedly retrieved. The separation of the distal portion of the balloon from the catheter body was confirmed. The exact cause of the device malfunction is unknown. The cause of the separated inner member (which was found to be retained on the guidewire) indicates that the catheter was subjected to a force beyond normal usage. Review of the device manufacturing and test records indicate that the device lot met all of shockwave's acceptance criteria prior to be released for distribution. It is noted from the reported information that the patient lesion is described as "70% stenosis and considerably calcified." The patient calcium is considered a contributory cause. Shockwave medical is of the opinion that the balloon may have gotten caught on the calcified lesion or the introducer sheath and the tear led to separation of the distal portion of the balloon. Based on the physical inspection of the device and a review of manufacturing documentation as well as patient history, it is determined that the separation of material is attributed to the procedural risk in an extremely stenotic artery.

Event description:
The anatomy treated was a peripheral common iliac. The stenosis was fairly straight with 70% stenosis and considerably calcified. The device was successfully prepped prior to delivering ivl therapy. 40 pulses were delivered before the device malfunction was observed. The balloon lost pressure when it was inflated to 6 atm and the distal portion of the balloon had separated. The operator faced difficulty removing the guidewire. The separated portion of the balloon was retrieved using another balloon catheter along with the guidewire, leading to an increased procedure time of about 15 minutes. All parts of the balloon were reported to be eventually retrieved. Patient had no adverse effects and was discharged from hospital as planned.